Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose level. Customer¿s blood glucose level was 474 mg/dl. The customer reported that they feel okay to troubleshoot for high blood glucose level. Customer reported that the auto mode feature was off at the time of incidence. Customer had already contacted to their health care professional for treatment of high blood glucose level. The insulin pump will not be returned for analysis.